Event description:
It was reported to that on 2/1/00 while performing a ptca procedure, physician tried to approach a left circumflex artery 11 total occlusion lesion. The physician tried to push the device, but strong resistance force was identified and gave up to use the actual device. After this, the actual device was removed from pt. When the device was removed, the distal portion of the device was found to be broken.